Event description:
"Abbott pain mgr ii pca pump. Air in line. Flushed air out of line. Checked all connections, changed pca pump and still air in line again. Changed tubing and problem resolved." Add'l info stated that the pt experienced a delay in pain medication. Upon further query, the customer reported that no add'l info regarding the event was available.